Event description:
Materials: 302832 batch#: 4325246. Verbatim: rcc received a complaint via email. Email(s) attached. Two x bd 30ml syringe leur-lok tip embout bd luer-lok (ref 302832, lot 4325246, exp 2029-11-30). On 3/3/25, two (#2) x 30ml syringe leur-lok tip embout luer-lok were not completely sealed closed by MFR. Syringes were no longer sterile. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the packaging was not completely sealed. To aid in the investigation, two samples in sealed packaging blisters and six photos were received for evaluation by our quality team. A visual inspection was performed to the top part of the syringe. The packaging blister sealing area was cut off leaving an opening 7/8" long. The packaging blister bottom web has no defects or imperfections. The six photos provided show the samples received. No other defects or imperfections were observed. This condition occurs if there is a misalignment of the cutters. A device history record review was completed for provided material number 302832, lot 4325246. The review revealed there were issues identified during the production of this lot. A quality notification was issued. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.